Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. The smart coil was then advanced through the introducer sheath without an issue. Further evaluation revealed pusher assembly bends. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils), a non-penumbra microcatheter, a non-penumbra sheath, a guidewire, and two additional non-penumbra devices. It should be noted that the patient's anatomy was tortuous. During the procedure, two smart coils and two non-penumbra coils were implanted into the target vessel. While attempting to advance the next smart coil, it would not advance past its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.